Event description:
Initial ventriculostomy placed 1/31/98; no waveform on 2/3/98; clinicians questioned if the monitor was working properly. Codman ventriculostomy was placed under computer tomography on 2/6/98 with good waveform, intracranial pressure range +11 to +28. On 2/7/98, icp range +13 to +36. Line irrigated with sterile h2o due to clot and decreased drainage. On 2/8/98 at 02:00, intracranial pressure > 100. Pt rec'd mannitol and pressures ranged from 40's to 90's. Ventriculostomy not draining well over 2/8 to 2/9 intracranial pressures were variable from -3 to > 100.